Event description:
Meter name: one touch ultra. Strip name: ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: felt like high bg. A patient reported they were seen in ER. Their meter allegedly would only prompt apply sample. Unable to test on the meter. The result on the ER meter was 535 mg/dl. The time difference between patient's meter ER was unknown. Treatment was insulin. No further info has been reported.